Event description:
The report rec'd from the study indicated that the pt was included in the study and had two (2) cypher stents implanted during the index procedure. A cypher 2.5x13mm stent in the posterior descending artery (pda) at 12atm and a cypher 3.0x28mm stent in the mid left anterior descending (lad) without complications. Approx twenty-seven and one-half (27 1/2 ) mos after the index procedure, the pt was re-hospitalized due to exercise induced angina ccs2 and a positive stress test. The mid lad was treated with an elective stent placement. Add'l info has been requested, but has not been forthcoming.

Manufacturer narrative:
Please note that device (lot# unk) is distributed outside the us, however it is similar to the us product. The product is not available for eval and testing. A male pt with a history of stable angina, hypertension and hypercholesterolemia experienced restenosis thirty-nine mos post cypher stent implantations. The reason for the pt's initial admission to hosp was not reported; but an angiogram revealed lesions in his pda and mid lad. This pt's history puts him at increased risk for mace. Pre procedural medications included asa and plavix. The administration of heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were reported. The pda lesion was pre-dilated prior to the placement of a 2.50x13mm cypher stent at a max inflation pressure of 12atm. The mid lad lesion was pre-dilated prior to the placement of a 3.00x28mm cypher stent at a max inflation pressure of 12atm. The pt was discharged the next day on medications that included asa and plavix. Thirty-nine mos after the index procedure, the pt experienced angina. The results of a repeat angiogram resulted in the treatment of the mid lad with stent placement. The specific results of this test were not reported. Attempts to obtain further info about the index procedure and the event have been unsuccessful. The product remains implanted in the pt and is thus not available for eval. A DHR review of the lot number of the implicated product revealed that it met requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Based on the limited info provided, it is not possible to draw a conclusion about a relationship between the device and the event. However, there are pt factors that may have contributed to it. Please note that this is the initial/final report for this product.